Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the trek was advanced to the moderately tortuous, moderately calcified target lesion in the mid left anterior descending coronary (lad) artery without resistance. The trek was inflated at 12 atmospheres with the first inflation and was then unable to be deflated. Negative pressure was attempted several times, but the trek would not deflate. It was decided to remove the trek as is at 12 atms and mild resistance was encountered. There were no adverse patient effects and no clinically significant delay in the procedure. The trek was removed as a unit with the guide wire and vessel access was lost. A new guide wire and a new trek were used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4).